Event description:
It was reported during the patient's trial procedure, before any product was implanted, upon insertion of the epimed needle, the patient experienced dizziness, nausea, and the feeling of losing consciousness. Subsequently, the patient received fluids and medication; however, the issues did not resolve. As a result, the procedure was abandoned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.